Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The volume of the leak was not specified and was not contained within the instrument. The operator was wearing personal protective equipment of gloves and lab coat. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(6) 2013, the field service engineer (fse) evaluated the instrument and determined that the customer had already repaired the leak. The customer stated they found that the tubing through pinch valve pv37 had a hole in it. Failure mode was identified: the cause of the leak was a hole in the tubing through pinch valve pv37. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to cause erroneous for all parameters due to improper backwash of the probe. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).